Event description:
Healthcare professional reported "when the implant is inserted, it deforms in its capsule, so that when the implant continues to be inserted, it ruptures in the same area where it was deformed". The device was not implanted and a backup device was used to complete surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "when the implant is inserted, it deforms in its capsule, so that when the implant continues to be inserted, it ruptures in the same area where it was deformed". Cont e1 phone number: (B)(6).

Event description:
Healthcare professional reported "when the implant is inserted, it deforms in its capsule, so that when the implant continues to be inserted, it ruptures in the same area where it was deformed". The device was not implanted and a backup device was used to complete surgery.